Manufacturer narrative:
Product analysis:visual and optical examination of the implant identified deformation and gouges around the inserter interface. Visual and functional evaluation with inserter identified angulation of implant consistent with bend stress deformation during attempted implantation and subsequent intraoperative explantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of lumbar degenerative scoliosis. During surgery, when the surgeon was inserting the cage at l1/2 from left side, it accidentally moved through the intervertebral space opposite to the insertion site. The cage was pulled back and re-inserted, but it moved through again and dropped off contralaterally. Reportedly, it took two hours to take out the cage. A bigger cage was reinserted and the incision was closed. Extension of surgical time / originally unnecessary osteotomy was performed because there was no recovery instrument.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.